Event description:
New information received indicates that the implantable cardioverter defibrillator continued to exhibit post-paced t-wave oversensing. No device intervention was performed, but programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions showed the patient's implantable cardioverter defibrillator (ICD) was oversensing myopotentials or noise, leading to pacing inhibition. The patient also reported diaphragmatic stimulation. In clinic, programming changes were made to address the oversensing and muscle stimulation. In a follow-up transmission, the ICD exhibited post-paced t-wave oversensing. No follow up intervention was performed but programming changes were discussed. The patient was stable.